Event description:
Defibrillator was advising a shock but it dumped the charge. Attempted to shock pt twice unsuccessfully. Another ambulance arrived and they used their defibrillator successfully. Pt was transported to the hosp and later died. MFR evaluated device and found two 12v regulator assembly broken pins causing an intermittent connection.